Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens and had clear surgical residue on the product. Visual inspection found a tear in the haptic and presence of residue on the lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -7.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted during the same surgery due to the lens being found torn after injection into the eye. There was no patient injury. The lens was exchange for a similar lens and the problem was resolved. It was reported that the lens might have torn when it was pulled with the forcep.